Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging a fading display issue with her onetouch ping enhanced meter. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed the fading display issue first started about "2-3 months" prior to contacting lfs. She claimed that the display "tends to come and go at different times" and that it is gradually fading. The patient manages her diabetes with insulin pump therapy. She reported that about 2-3 months ago, she misinterpreted results due to the display and incorrectly entered a bolus causing her to "under-inject". She claimed that about two and a half hours later, she experienced symptoms of "first, feeling flushed and restless, and generally being uncomfortable". She reported that she tested her blood glucose level again and administered additional insulin for an unspecified high reading. She denied using any other device to test her blood glucose levels. At the time of troubleshooting, the csr noted that the meter was not being used for the first time. Based on the information provided, there had been no misuse of the product. The patient did not have a backup meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims the meter's display was fading causing her to misinterpret a reading on the subject meter, resulting in her under-medicating and reportedly developing symptoms suggestive of severe hyperglycemia, after the alleged display issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter has been returned and evaluated by product analysis with the following findings: the meter was found to have a faded display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.